Event description:
It was reported that the cable going into the 6800 had exposed wires (pulled back), but the system worked fine. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reset cable and attached bracket. The system was tested and found to be working as intended. System was placed back into service.